Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and submit a correction and upgrade to serious injury. Updated fields -b1, b2, b5, h1, h2, h3, h6 and h11. Corrected fields-h6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received identified that the fractured electric cutting loop fell into the uterine cavity. Removal of the fractured electric cutting loop was completed. No other imaging examinations were conducted.

Event description:
It was reported the resection electrode, during a hysteroscopic surgery, the electric cutting loop used to resect intrauterine tissue fractured. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Follow-up received that there were no adverse effects -no injuries, no infections, no complications, there was no need for additional treatment and no prolonged hospitalization. A delay was reported but the specific delay time is unclear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields b5, d8, d9, h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and cause could not be confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.